Manufacturer narrative:
The device was manufactured from december 11, 2019 - december 13, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Date of event: it was reported that the event occurred on an unknown day in (B)(6) 2020. Initial reporter address: (B)(6). Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured. The bladder ruptured occurred during filling the device with 90 ml of liquid prior to patient use. There was no patient involvement. No additional information is available.